Event description:
Info received indicates that after the head up button is released, the head section will drift down when weight is applied.

Manufacturer narrative:
The tech found the CPR engaging when the head was fully raised. The tech adjusted the CPR cable to repair the bed.